Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: vasopressin tubing recently changed; rn noticed a puddle on the ground. Upon inspection, the tubing had a small tear at the top of the soft part that inserts into the pump. Tubing set changed, tubing retained and given to cvicu cns. No harm to patient. 24200007 alaris pump IV set tubing 117in. No serial number provided ¿ outer packing was discarded.